Event description:
It was reported that at the time of the initial procedure, the pt was placed in urinary retention and a foley catheter was placed for 2 days. When the foley catheter was removed, the pt was totally incontinent. Upon cystoscopic examination, the physician observed a small amount of exposed urethral bulking implant material near the bladder neck. The physician reported that the tissue healed on its own without any medical or surgical intervention being required. No additional information or further complications were reported.